Manufacturer narrative:
A visual examination of the returned device revealed that a 4.5 cm section of the insulation was damaged. Functionally, the array could be extended and retracted without difficulty. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. The dfu cautions that ¿if a needle guide is used, such as with the leveen superslim needle electrode, note that the needle guides have sharp edges that can cause damage to or removal of portions of the insulation on the electrode. Do not bend the electrode while in the needle guide. When moving the electrode or making other placement adjustments, ensure that the needle guide edges do not scrape or otherwise damage the insulation¿. The complainant was not able to confirm if a needle guide was used. Therefore, based on the information at hand and details of the complaint, the investigation was unable to conclude a definitive root cause for the reported event.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was intended to be used during a liver radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, when the nurse opened the package, it was discovered that the insulation of the leveen needle electrode was broken and not smooth by examination. Reportedly, there were no visible issues with the outer packaging. The device was not used on the patient and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was intended to be used during a liver radiofrequency ablation procedure performed on (B)(6), 2012.according to the complainant, when the nurse opened the package, it was discovered that the insulation of the leveen needle electrode was broken and not smooth by examination. Reportedly, there were no visible issues with the outer packaging. The device was not used on the patient and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.